Manufacturer narrative:
A manufacturing evaluation was completed: the screw has damage on the shaft and head threads. The anodize color is stripped on the thread head and on a few location on the shaft. The shaft diameter and the drive straight depth were checked and no issues were found. The taper depth was checked and passed. The head profile was checked and the head to thread distance is short and the head is undersized. Head non-conformances may be due to an offset error or from the blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)( 6). Device was removed during initial procedure; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation of the left distal radius bone fracture, the screw went through the screw hole. This incident occurred during the final tightening of the screw with the torque limitation attachment. The screw went through the screw hole of the left upper radial side and went into the bone. The screw was removed by grasping the screw with a mosquito pean, and bracing the screw head with a screwdriver. The operation was completed without using this hole; there was a ten minute delay in the procedure. This is report 1 of 3 for (B)(4).